Manufacturer narrative:
H6: investigation summary customer reported that "the blunt tip does not pass through most rubber stopper easily, needs excessive force that either bends the tip or pushes the stopper into the vial." Potential root cause for the reported failure appears to be related to customer awareness of the product¿s purpose and improper use of the product. Please note, per product specification bd® syringe with blunt plastic cannula provides sterile needleless access into: 1. Vials designed for needleless access and pre-slit septum vial adapters for the withdrawal and measurement of fluids. 2. Pre-slit septum IV systems for dispensing fluids. DHR review is not required due to the complaint being for the design of the product and not a true defect. H3 other text : see h10

Event description:
It was reported that the blunt plastic cannula of the bd luer-lok¿ tip syringe would not pierce through the stopper easily, bending/deforming as a result and pushing the stopper into the medication vial. The following information was provided by the initial reporter: "the blunt tip does not pass through most rubber stopper easily, you have to use excessive force that either bends the tip or pushes the stopper into the vial. Not sharp enough to do the job. It is a pt safety"

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blunt plastic cannula of the bd luer-lok¿ tip syringe would not pierce through the stopper easily, bending/deforming as a result and pushing the stopper into the medication vial. The following information was provided by the initial reporter: "the blunt tip does not pass through most rubber stopper easily, you have to use excessive force that either bends the tip or pushes the stopper into the vial. Not sharp enough to do the job. It is a pt safety"